Event description:
It was reported that during a pump implant procedure, the doctor tried to interrogate the pump and could not. Another pump was interrogated and used instead. There were no health hazards.

Event description:
Additional information received stated that "without problem interrogate can be done". It was indicated that there was no problem and the physician confirmed that there was no problem. It was reported that they could not identify the cause and the pump was returned to the patient.

Event description:
Additional information: it was later reported that the pump was not returned because the physician confirmed that this had no anomaly.

Manufacturer narrative:
(B)(4).